Event description:
Additional information received from the patient indicated that the cause of the loss of stimulation was caused by not charging in the correct area. It was noted that the manufacturer representative walked the patient through the steps and the device had greatly improved the patient's quality of life.

Event description:
The patient reported that they had a loss of stimulation. In the 3 days prior to the report the patient's stimulation had not been as strong and they had to increase it to 3.4. They had checked their implantable neurostimulator (ins) with the patient programmer and it showed that the stimulation was on. They were able to adjust the stimulation and resolve the issues. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.